Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported the device was in use with patient for infusion. The reporter stated the device had delivered 91.2 ml of the total 100 ml but then gave a false "no disposable" alarm. No adverse effects reported.